Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. Physician suspected an exit block issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Visual inspection found internal insulation abrasion at 11.8-12.7cm and 26.1-26.6cm from the distal tip. External insulation abrasion was found at 37.3-37.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. The reported high pacing threshold could not be confirmed.